Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The caller stated they were doing an implant yesterday and using the new tablet. When they connected and hit start usage, they had to hit start usage again and the app shut down and gave a 0x code but caller didn't know the exact code. The caller stated they tried another tablet and the same thing occurred. The caller stated their partner had an old tablet so they used that and everything worked as expected. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Technical services (tss) reviewed that this sounded like a known issue and reviewed troubleshootingfor the future but reviewed to call ts if issue happens again. Tss transferred caller to obtain logs. No symptoms were reported.